Event description:
A patient removed less ultrafiltration (uf) than intended during treatment on a system 1000 hemodialysis machine. Although the uf goal was 4.5 kg, it was determined that only 0.5 kg were removed when the patient was weighed after the treatment. During the treatment the machine provided a transmembrane pressure alarm which may have been due to decreased uf rate. The patient was dialyzed again the following morning. There was no patient injury associated with this incident.